Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable perform a self- adhesive force test on a used device. The reference samples were visually inspected of the adhesive tape. All test results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. The caller alleged a product defect with the ultraflex adhesive causing the head set to lose adherence to her skin during use, which led to insulin leakage. The customer experienced elevated blood glucose levels. The adhesive issue occurred with multiple lots; however, the customer no longer has those lot numbers. No adverse event was reported. The infusion set was requested to be returned for product evaluation.